Event description:
It was reported that the 9800 system had a ma error and a communication error message displayed. Also there was a problem sending images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ethernet card was replaced during the service call. It was recommended to replace the single board computer and other boards. The service call was cancelled by the customer. A follow up report will be filed when additional details become available.